Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported by patient that the tubing came out of the infusion set and cassette. The operator of the device was patient. There was patient involvement and no harm.